Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases.

Event description:
It is reported that radiolucent lines were present in one or more zones in 23 hips at last follow-up evaluation.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the devices is unknown. The part and lot numbers of the products are unknown; therefore, the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant patient medical history and adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided.